Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported the lead, adaptor and implantable neurostimulator (ins) were connected. When impedance measurement was performed, 40000 ohms was observed. No x-ray images or telemetry data was available. It was unknown what led to this event. The diagnostics/troubleshooting performed was that an impedance measurement was performed after the lead was disconnected to the adapter. Then, an impedance measurement was performed after the ins was disconnected from the adapter. When the lead, adapter and ins were reconnected, it was confirmed that the lead was inserted into the adapter deeply and the ins was also inserted into the adapter deeply. Impedance measurement was performed again after the connection part was wiped clean with the gauze in any case. It was reported that the actions/interventions taken was that the adapter was replaced with a new one. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.